Manufacturer narrative:
During device evaluation, the reported leaking was found at the bending section cover. Examination showed the following issues: the bending section cover adhesive was deteriorated; the video connector case unit was cracked; and the control unit joystick was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope was leaking at the angle section. The device was returned to olympus for evaluation. Examination showed the adhesive was missing around the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is highly likely that the deterioration of the adhesive part of the equipment was accelerated by chemical stress caused by the reprocessing process, and the adhesive part was defective. Deterioration (cracks) due to chemical stress recurred three times in one year on the a rubber adhesive part of the device. The event can be detected/prevented by following the instructions for use which state: the IFU is instructed to inspect the ob lens and a rubber adhesive before use according to the following description. Operation manual 3.3 inspection of the endoscope:6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Olympus will continue to monitor field performance for this device.